Event description:
It was reported that the right ventricular (rv) lead with this pacemaker exhibited high out of range impedance measurements and high capture threshold. The lead was surgically abandoned and replaced. With the new rv lead there were good measurements however when it was plugged back to the existing pacemaker it had noise and high out of range impedance measurements. The physician explanted and replaced this pacemaker and measurements were withing range. The physician suspected a possible loose set screw or other anomaly with the pacemaker. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead with this pacemaker exhibited high out of range impedance measurements and high capture threshold. The lead was surgically abandoned and replaced. With the new rv lead there were good measurements however when it was plugged back to the existing pacemaker it had noise and high out of range impedance measurements. The physician explanted and replaced this pacemaker and measurements were withing range. The physician suspected a possible loose set screw or other anomaly with the pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.